Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2017 for both r921 and dn104, which appeared visually negative. The immucor laboratory performed a DHR review on (B)(6) 2017 to assess for m antigen status, which showed that the product was deemed acceptable before the product was released to market.

Event description:
On (B)(6) 2017, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument.